Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset.

Event description:
It was reported that during an office visit a sensing test was performed and resulted in a "no sensing" message, despite ventricular sense (vs) marks with every deflection in the ventricle electrogram (egm) and a r wave measurement could not be measured automatically. It was further reported that a manual guided reset/restore/repair (mgr) was performed and resolved the issue and the r wave measurement was able to be obtained. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).